Event description:
It was reported that tandem mobi pump displayed cartridge alarm during cartridge loading process, and customer was unable to resume insulin delivery after initially reloading original cartridge. There was no reported impact to the customer¿s blood glucose level. Technical support confirmed alarm, instructed customer to remove cartridge and deliver 9-unit bolus, then assisted with loading new cartridge using proper technique, after which customer successfully loaded cartridge, resumed insulin therapy, and issue was resolved; no additional information was received regarding blood glucose outcome.